Event description:
The customer's mother reported that the customer went to urgent care due to a high blood glucose reading of 494 mg/dl. The mother stated that he was treated with a manual injection and an insulin drip. The mother stated that he experienced nausea and vomiting as well. Troubleshooting was performed, and the insulin pump was found to be programmed correctly. Did find no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. The mother felt that the customer never changed the infusion set or dealt with the no delivery alarm prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.